Event description:
It was reported that the user experienced hypoglycemia after selecting a ¿more than¿ meal announcement, with the agent¿s review indicating repeated post-meal glucose drops when using that setting and education provided to use the ¿usual for me¿ option unless meals are larger than typical. Symptoms included low blood glucose, with a documented value of 65 mg/dl that returned to range. Outcomes included self-treatment with oral glucose and recovery without escalation of care. Investigation included review of device-reported glucose trends and user-reported history, along with troubleshooting and education. Investigation of this case revealed no device malfunction and suggested that meal announcement selection contributed to insulin dosing that was not aligned with meal size. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.